Event description:
Caller reported a cracked and shattered touchscreen on the pump, rendering it illegible and non-interactive. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup insulin therapy while a replacement pump was sent. Instructions were provided for returning the damaged pump in storage mode using a pre-paid label, and the customer acknowledged understanding these steps.